Manufacturer narrative:
Correction: section h6 (result code)-the result code should have been 213 - no device problem found rather than 3221 - no findings available. Section h6 (conclusion code)-the conclusion code should have been 67 - no problem detected rather than 4315 - cause not established. Patient experienced pain at the implantable pulse generator (ipg) site. To address the issue, the ipg was relocated. Analysis of the device unable to be performed as it remains implanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned from the right flank to the left flank. This addressed the issue.